Event description:
A patient with gastric antral vascular ectasia presented to the emergency room with bleeding. Barrx radiofrequency ablation (rfa) was to be performed but the rfa generator was not able to be used for the procedure. Argon plasma coagulation was used instead to treat the patient. No rfa products were used in the patient. The patient was anesthetized using monitored anesthesia care (mac). The manufacturer is reporting this event our of an abundance of caution.

Manufacturer narrative:
The generator is enroute to the manufacturing facility at the time of this report. Once the investigation/analysis is complete, a follow up will be submitted. (B)(4).